Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal shaving came off of device in patient. Had to retrieve with the c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). Photographs were provided by the account. The c-ring was observed to be intact. A piece of white material was observed to be inside the middle of the open c-ring. The white material was not returned for evaluation. The device was returned to the factory on 05/14/2020. An investigation was conducted on 05/21/2020. Signs of clinical use and heavy amounts of blood was observed on the c-ring as well as on the harvesting device. The harvesting device was returned inside the cannula. No white material was observed. The heater wire and silicone insulation were intact with no defects observed. A mechanical evaluation was conducted. The harvesting device was removed from the cannula and no white material was observed. The harvesting device was reinserted into the cannula and no white material was observed. Based on the returned condition of the device, we are unable to determine when the white material was introduced, however, based on the photograph that was provided, the reported failure "peeled; cannula" was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal shaving came off of device in patient. Had to retrieve with the c-ring. A replacement device was used to complete the procedure. The hospital did not report any patient effects.